Manufacturer narrative:
Analysis of the pump revealed no anomalies, and the pump passed all non-destructive lab testing. Analysis of the catheter revealed deep, circular coring in the sutureless connector seal. Pressure testing in the lab showed the sut ureless connector was leaking. (B)(4).

Event description:
An unknown catheter was reported. The patient exhibited symptoms of less than 50% therapy relief. The location of the symptom/issue was noted to be the catheter track. The catheter was replaced. The patient was noted to be alive and without injury. The medication used within the system was lioresal.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Correction ¿ an unknown catheter "issue" was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.